Event description:
It was reported that the patient presented remotely via merlin transmission alerting the clinic that the pacemaker was in back-up vvi. The patient was told to go to the emergency room, where two different unsuccessful device restore attempts were made. The back-up vvi was caused by an event queue overflow while the pacemaker was attempting to communicate with the merlin transmitter. A device recovery was performed successfully through the engineering test page on (B)(6) 2017. The patient was stable and asymptomatic throughout this incident.